Event description:
Complaint received regarding an a1099, 6.5" (16.5 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, nanoclave® t-connector, purple clamp, rotating luer, lot# is unknown. Report states: rn went to flush safety care and noted leaking from nanoclave on extension. Upon investigation she found rubber/spring popped out of the top. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the complaint database showed no other complaints of this nature recorded. Visual receipt analysis: one used a1099, 6.5" (16.5 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave clear, nanoclave t-connector, purple clamp, rotating luer; reported lot# 3243606. One opened a1099, 6.5" (16.5 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave clear, nanoclave t-connector, purple clamp, rotating luer; reported lot# 3243606. One used PICC. The used a1099 device had the silicone seal protruding from the nano t-connector. The unused device had no visible anomalies present. The PICC was connected to the a1099a, blood was observed in the fluid path. The silicone seal of the nanoclave was protruding from the housing. Functional testing: the unused a1099 device was leak tested with water at 45 psig for 1 minute with both of the nano t-connector and the microclave in the inactivated positions. No leaks were found and the silicone seals did not protrude. Final analysis summary: the reported complaint for silicone seal protruding from the nano t-connector was confirmed on one of the returned devices. Silicone seal protrusions of this nature can occur when the nano or microclave assembly is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). The flushing of the device should only occur at the nano t connector while the clamp on the microclave line is activated (clamped). The clamp will isolate the microclave line and prevent the silicone seal from protruding.

Event description:
Complaint received regarding on a1099, 6.5" (16.5 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, nanoclave® t-connector, purple clamp, rotating luer, lot# is unknown. Report states: rn went to flush safety care and noted leaking from nanoclave on extension. Upon investigation she found rubber/spring popped out of the top. No adverse patient consequences reported.